Event description:
While performing the anastomosis with the cs29 staff had a big problem. Every step involved in the initial set up was handled perfectly. The pc read that stapling was completed; however, when surgeon did the leak test, there was a major leak. Further observation laparoscopially showed a clear misformation of staples between 3-5 o'clock. Surgeon very patiently stated that the specimen appeared to show that the staples did not form the proper closure. "The b did not look like it formed". The surgeon had to redo the anastomosis with a competitive device.